Event description:
Additional information received reported that the new patient programmer resolved the issue. The patient was meeting with a manufacturing representative. She needed reprogramming, but had no complaints.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient turned their stimulation on and it felt like it "burst on" so they wanted to turn stimulation off. The patient tried three times before they could get the stimulation to turn off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.